Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025. It was reported that the patient was confined to the hospital for an alleged inaccuracy. The caller was in a hurry and refused to provide other information related to the intervention apart from the patient stayed for 5 days in the hospital and only discharged on (B)(6). Diligence follow up attempts were documented as unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.